Event description:
On 30-mar-2026, arthrex was notified via email of a journal pre-proof in the journal of isakos titled ¿a unique case of compartment syndrome of the lower leg following hip arthroscopy: a case report¿. This case report describes a patient who developed acute ipsilateral lower leg compartment syndrome following revision right hip arthroscopy. The procedure involved labral reconstruction and femoral osteoplasty performed using a hip arthroscopy traction table and traction boots, with multiple arthrex anchors (fibertak and pushlock) utilized during the reconstruction. Postoperatively, the subject experienced progressively worsening lower leg pain, paresthesia of the dorsal foot, and subsequent foot drop beginning on postoperative day one, with escalation by postoperative day three. Compartment pressure measurements demonstrated elevated pressures in the anterior and deep posterior compartments. The subject underwent emergent four-compartment fasciotomy of the lower leg. Immediately following fasciotomy, pain significantly improved. Sensory deficits and motor weakness gradually resolved, with full neurologic recovery by 14 weeks post-procedure. Please cite this article as: crowley a, mullen m, cignetti c, suri m, godshaw b, a unique case of compartment syndrome of the lower leg following hip arthroscopy: a case report, journal of isakos, https://doi.org/10.1016/j.jisako.2026.101110.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.